Manufacturer narrative:
The microsensor (ID 826631) was returned for evaluation. Device history record (DHR)- the product code 826631 with lot 7025551 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the complaint was not confirmed. The catheter kinked at proximal end of case. The icp express reads 438. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause analysis - the exact issue reported by customer could not be confirmed as the device worked correctly. A possible root cause for this issue could be due to an incorrect set-up of device.

Event description:
N/a.

Event description:
A facility reported that during the pre-testing, a microsensor (826631) could be zeroed normally and it could monitor the icp readings normally during the procedure. However, after the patient was sent back to ward, the icp monitor showed -70 to -75mmhg. The physician changed with another cable and icp monitor to reconnect with the microsensor, but it still showed the same negative readings. Therefore, the problem was with the microsensor, and the physician retrieved the sensor and stopped the monitoring. The microsensor was used along with icp monitor (ID 826635) and icp cable (ID 826636). Sensor was implanted and explanted on (B)(6) 2023. The patient did not experience any signs and symptoms due to negative readings and is in stable condition.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.